Event description:
It was reported that the user experienced multiple failed infusion set insertions while learning to use the system, resulting in wasted sets from lot 6011116 and the shipment of a replacement box; the event aligned with an infusion set deployment issue involving the cannula and user technique. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem with the infusion set component and identified a usage problem attributable to improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.